Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient (B)(6). Patient initials are (B)(6). Event date: unknown. It is unknown at the time of this report if the subject device will be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a revision surgery was performed due to a broken plate and nonunion. The patient was initially implanted with a 2.7 locking compression plate (lcp) and six (6) unknown 2.7mm screws on (B)(6) 2015 to treat an unknown clavicle issue. The patient presented at the emergency room (ER) on an unknown date early (B)(6) 2016 with complaints of pain. An unknown number of x-rays were taken at the e.r., confirming there was a nonunion and a broken 2.7 lcp in the patient's clavicle. The plate was confirmed to be broken in two pieces in the middle of the plate at a screw hole. There were no fragments generated. Patient proceeded to follow up with doctor's office on (B)(6) 2016, no x-rays were taken; the doctor reviewed the x-rays from the ER. It was further reported that the patient had been released back to work and while lifting an object over her head (date unknown) heard a ¿pop.¿ during the (B)(6) 2016 revision surgery, the broken 2.7 lcp plate and six (6) intact unknown 2.7mm screws were explanted. The patient was revised to the following synthes devices: 7-hole superior clavicle plate, two (2) 3.5 cortical screws and four (4) 3.5 locking screws. The procedure was completed successfully and without delay. The patient postsurgical status/outcome was reportedly good. This report is 1 of 1 for (B)(4).